Event description:
It was reported that balloon rupture occurred. A 6.0mm x 60mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.